Manufacturer narrative:
A representative sample was received. Visual inspection was performed and the folder contained the correct suture material, conforming with description on the package: v600, coated vicryl, usp 9-0, violet, braided absorbable suture, single armed with gs-9 needle. As stated on the package, suture of this product is braided, thus not a monofile but a polyfile suture. Therefore user error was determined to be the cause of the issue.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the surgeon noticed ¿that the wire wasn't a single strand but it was braided.¿ the reported product code is v600g which is vicryl polyglactin 910 suture. Vicryl suture is a braided suture. Could you please clarify this complaint?

Event description:
It was reported that a patient underwent a pterygium transplant surgery on (B)(6) 2017 and suture was used. The surgeon noticed that the wire wasn't a single strand but it was braided. The procedure was completed by replacing the suture with a single wire of a little diameter (10/0). No patient adverse events have been reported.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.